Manufacturer narrative:
Evaluation: results: no results available since no evaluation was performed (no device returned), (the root cause of the reported event is undetermined), patient condition affected effectiveness of the device (patient lesion morphology - severely calcified lesion); evaluation: conclusion: inherent risk of procedure (balloon rupture, failure to deliver stent and stent deformation), (the root cause of the reported event is undetermined), unable to confirm complaint (the root cause of the reported event is undetermined), device failure/lack of effectiveness related to patient condition device (patient lesion morphology - severely calcified lesion), known inherent risk of procedure (balloon rupture, failure to deliver stent and stent deformation). (B)(4).

Event description:
It was reported that a physician was using a 3.0mm diameter x 15mm length resolute integrity rx drug eluting stent to treat a lesion in a patient reported to exhibit severe calcification. The lesion was pre-dilated. It was reported that difficulties were experienced when the balloon of the resolute integrity device was being deployed at 4-5 atms. The balloon pressure rose to about 4-6 atm and then suddenly dropped; contrast was observed distal to the device in the lad (coming from the stent balloon); no significant inflation of the device could be observed. The stent could not be implanted correctly as it could not be inflated with the balloon. The physician could not remove the stent or catheter and the patient was sent for CABG surgery where the device was successfully removed from the patient. The patient was reported to be fine with no apparent residual effects post procedure. No other clinical sequelae were reported. Evaluation summary: the device was not available to be returned to the manufacturing facility however two (2) photos of the used device were received which showed that the stent was on the balloon of the device; however, the balloon and stent appeared to be damaged. The catheter of the device was also damaged. Procedural images provided for review confirm balloon inflation across the lesion in the proximal lad. Incomplete balloon expansion is evident from the images. After delivery of the resolute integrity stent across the lesion the stent appears intact and not damaged. Subsequent images (4 minutes after the stent delivery) show that the proximal end of stent appears to be bunched and damaged. No stent movement in a distal direction or no distal stent damage is evident. No images were provided between the delivery of the undamaged stent and the images of the damaged stent to suggest the root cause of this damage. No images were provided showing the exiting of contrast from the balloon.